Event description:
It was reported that 2 episodes of noise occurred on two days, april 29 and june 29, with noise pattern on vegm only and aegm showing chronic afib. Patient was checked for real time noise by performing pocket manipulation and arm isometrics with no noise observed. Patient has also experienced intermittent diaphragmatic stimulation since the device change from sentry to concerto ii. Patient's lv thresholds were re-programmed about one week ago and diaphragmatic stimulation was not improved. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.